Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
In USA it was stated that the hl20 pump has occlusion and is making noises. No patient involvement was stated. Complaint# (B)(4).

Manufacturer narrative:
According to service report#: (B)(4), the customer has elected to have repairs performed by third party vendor. Therefore, the getinge field service technician has not performed any work and service on this device. Since the customer has elected to have repairs performed by third party vendor, we have no service performed on the device in question. Therefore no further investigation on most probable root cause is possible. Thus the failure could not be confirmed. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint#: (B)(4).